Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) started smoking once the cautery was attached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the pch instrument was not inspected prior to use. The cannula was inspected using a pin gauge. Arcing was observed at the distal tip. The issue occurred when the customer started to use the instrument, but the instrument was not in the patient cavity yet. The instrument tip did not collide with any other instrument. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed, and failure analysis did not replicate or confirm the customer reported complaint. Visual inspection of the instrument found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument delivered energy without any issues on 4 of 4 attempts. Additionally, the instrument was found to fail the electrical continuity test. There was no obvious damage to the conductor wire. The instrument hook was manually manipulated, and the instrument failed electric continuity test on 3 o 3 attempts.